Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that prior to the start of a reverse shoulder arthroplasty for osteoarthritis of shoulder, the sales representative prepared a complete delta-xtend reverse shoulder system. However, the sales representative learned that a larger size would be prepared, so he checked the equipment in question. The adapter seemed stiff to fit through. Just to be sure, the sales representative ordered an identical set to arrive for the procedure and checked the adapter's fit. It went through smoothly, so the sales representative realized that the product in question was indeed stiff. The sales representative requested that the smoother one be sterilized and prepared for the operation. There was no surgical delay and no harm to the patient. No further information is available.